Manufacturer narrative:
Software analysis determined that the software was functioning as designed and no software anomaly contributed to the event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, software version: (B)(4). No patient involved. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that in the spine software, the navigation system camera cycles. It continuously beeps and the lights flash between green and amber. This does not occur in the cranial application, and the ndi toolbox configuration utility does not show any error logs. Troubleshooting showed software being upgraded to spine (B)(4) for unrelated reason. No patient present. Additional information received: the clinical specialist stated she installed the spine (B)(4) software and the camera was still cycling, but only in the spine software (the camera works fine in cranial). Requested she uninstall all spine applications on the system and reinstall spine (B)(4) additional information received: the clinical specialist went to uninstall the spine applications, the spine (B)(4) was not present and may have not installed correctly. After uninstalling spine (B)(4) and all spine tools, then installing just spine (B)(4) and spine tools 31, the camera was no longer cycling and the new spine tools were present under another case.